Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl, 376 mg/dl, 219 mg/dl, 256 mg/dl and 266 mg/dl. The customer had symptoms related to high blood glucose level such as headaches, dizzy, couldn¿t see good and thirsty. The customer was treated with insulin pump and manual injection. The customer also reported leakage and site. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.